Event description:
Unomedical reference number: (B)(4). Event occurred in italy. On 31-jan-2023, it was reported that the infusion set's tubing came apart from the tubing connector. The site location was patient's gluteus region, and the pump was in the pocket. Reportedly, the infusions were stored at home in the wardrobe. Additionally, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.